Event description:
It was reported that the pt had chronical infection after his tha. The components implanted on (B)(6) 2011 were part of a staged revision, and the completed revision surgery was planned for (B)(6) 2011.

Manufacturer narrative:
The MFR did not receive explanted devices, x-rays, or other source documents for review. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. A cause for this specific clinical event cannot be ascertained from the info provided, the common clinical presentation and the statement of the responsible physician suggest that this case is not product related. The sterilization process for these device was validated in accordance with FDA regulations and iso standards to a sterility assurance level (sal) of 1.0 x 10^-6 or better. The mfg lots specified in this complaint were processed according to the validated sterilization process parameters and met all the acceptance criteria for sterility release. Therefore, it is highly unlikely that the specified device caused or contributed to the infection of the pt. Should additional info become available and/or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).